Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and shows a normal wear and tear. A receiver charge and boot was performed and passed. A functional test performed and passed relevant testing except for serial number verification. A receiver download was performed and receiver reset and alert system check were found on incident date (B)(6) 2026 in receiver log. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).